Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. Approx six mos post-procedure the pt returned with symptoms of vaginal dehiscence and vaginal discharge. The vaginal incision was surgically closed. Five mos later, the pt was reassessed and vaginal dehiscence was noted again. The sling material is scheduled to be removed. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at implant wound site."